Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed several low speed advisory alarms while the patient was supported by the power module. Based on historical experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted log file captured data from 04jan2020 through 31jan2020. On 05jan2020, 24jan2020, 26jan2020, and 28jan2020, low speed advisories were recorded with speeds as low as 3340 rpm. These issues only appeared to occur while the vad was connected to the power module. There were no other notable alarms active in the log file. The submitted x-rays showed areas of potential breakdown of the metal braided shield on the external portion of the driveline. A driveline wire compromise could not be confirmed via the submitted x-ray images. The patient remains ongoing on the device with no additional complaints at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with low speed advisory alarms as low as 3340 revolutions per minute (rpm) on (B)(6) 2020. Log files were evaluated by the manufacturer and showed 37 low speed advisories. The patient's fixed speed was set at 8800 rpm with a lower limit of 8400 rpm. The patient was hearing alarms at home at random times with no other symptoms. The patient noted that there no specific activities that triggered the alarms and no recent weight loss. Per the manufacturer, the log files showed that the low speed advisories only occurred while the patient was using the power module and there may be a potential issue with the patient's driveline. The patient was given an ungrounded cable. The alarms reportedly resolved on (B)(6) 2020 after switching to the ungrounded cable. The patient did not have any visible driveline damage. The patient was sent home with an ungrounded cable and instructed to page the lvad team with any and all alarms. Frequent clinic visits were scheduled for the near future for vad interrogation, however, the patient has not reported any further alarms.